Manufacturer narrative:
Description corrected to include endoleak vessel involvement.

Event description:
On (B)(6) 2015 a patient underwent treatment of a common iliac aneurysm with gore excluder aaa endoprostheses and gore excluder iliac branch endoprostheses. A type ii endoleak was present following the procedure and the patient was being monitored for the endoleak. On (B)(6) 2015 follow-up imaging revealed the diameter of the aneurysm had increased from 34.8mm (pre-treatment) to 38.0mm. On (B)(6) 2015 the patient underwent an embolization to treat the endoleak. The patient did well following the procedure. On (B)(6) 2015, the following information was added to clinical study database: the type ii endoleak had inferior mesenteric, lumbar and right internal iliac artery involvement. The endoleak also extends to the left common iliac artery.

Manufacturer narrative:
(B)(4). Results: the review of the manufacturing records verified that this lot met all pre-release specifications. Conclusion: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention, include but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2015, a patient underwent treatment of a common iliac aneurysm with gore excluder aaa endoprostheses and gore excluder iliac branch endoprostheses. A type ii endoleak was present following the procedure and the patient was being monitored for the endoleak. On (B)(6) 2015, follow-up imaging revealed the diameter of the aneurysm had increased from 34.8mm (pre-treatment) to 49.4mm. On (B)(6) 2015, the patient underwent a reintervention procedure to treat the endoleak. The patient did well following the procedure.

Event description:
On (B)(6) 2015 a patient underwent treatment of a common iliac aneurysm with gore excluder aaa endoprostheses and gore excluder iliac branch endoprostheses. A type ii endoleak was present following the procedure and the patient was being monitored for the endoleak. On (B)(6) 2015 follow-up imaging revealed the diameter of the aneurysm had increased from 34.8mm (pre-treatment) to 38.0mm. On (B)(6) 2015 the patient underwent an embolization to treat the endoleak. The patient did well following the procedure.

Manufacturer narrative:
On (B)(6) 2015 the patient underwent a reintervention procedure to treat the endoleak. The reintervention was an embolization procedure. The patient did well following the procedure.